Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones and displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The left ventricular pacing output has been programmed at 6 v.